Event description:
Email stated, "dear supplier, we received a complaint from one of our customers regarding the above reference parts (s). Complaint description: the customer stated: when using the #10 blade in the major basin set-up pack, the blade broke during the procedure. No patient injury reported. But due to the nature of the issue, clinical data have been requested."